Manufacturer narrative:
Product complaint # ==> (B)(4)date sent to the FDA: 01/06/2022this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional information: h6, h3, d9h3 evaluation:one needle product code pdp6659 was returned for analysis. In order to evaluate the conditions of the returned sample, the swage area and hole needle were noted with marks that appears to be by surgical instrument and the hole was observed with suture remnant. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.functional test was not performed, due to needle was received detached from suture and the suture was not received for evaluation. The manufacturing records could not be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle was broken at the swage part. There was no effect on the patient. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the needle got broken? Please clarify. The needle was broken at the swage part. Could you please confirm if the suture got separated from the needle? Please clarify no. Did the surgery was completed successfully? If yes what was used to complete the procedure? No further information is available. What is the lot number? No further information is available. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.